Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm intermittently occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose level was 138 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.